Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported a partial display. Customer continued to see missing segments after replacing the battery or after running the self test. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation, the unit showed a functional lcd with two permanent black lines. Unit was downloaded using thump software. During download review, no relevant alarms were noted. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. During microscopic inspection, it was determined that the individual traces on lcd glass between the lcd controller and the lcd image area have been broken causing horizontal lines of information from displaying. Unit also received a battery tube threads - cracked, scratched case, cracked case on battery side, cracked keypad overlay at select button and broken trace. In conclusion, the unit was received with broken traces causing display anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.